Manufacturer narrative:
External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 11.5-11.8 cm from the connector pin consistent with lead friction to the device can. This is consistent with the observation from the field of noise and lead damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on the right ventricular lead. Indention was noted on the lead where the suture sleeve was tied. The lead was explanted and replaced. The patient was stable.